Manufacturer narrative:
The company representative replaced the solenoid driver board and display board. In an unrelated repair, he replaced a broken ECG input connector, knob slide pot and missing helium tank knob. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the system alarmed, the display went blank, a loud screeching sound occurred and then the unit shutdown. The patient was switched to another unit and therapy was continued. No patient injury was reported.